Manufacturer narrative:
Retainer ring=black. Customer complained on (B)(6) 2021 the insulin pump alarmed failed battery test and has low battery life. Complained the black light is dim and the buttons are not responding properly. Complained the motor is rewinding slow and audio alert anomaly. Complained loss of settings. Device passed active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No rewind anomaly or dim display noted. All boluses were properly recorded in the insulin pump history and in daily totals. No memory anomaly noted. Device successfully downloaded to thus and carelink. All buttons function properly. Device passed the keypad voltage test. No damage noted to keypad assembly and connector on electrical board 1 was locked properly during visual inspection. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No failed battery test or low battery alert noted during testing or in the insulin pump trace download. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No insulin pump error 63 or audio absence of alarm anomalies noted during testing. No insulin pump error 63 alarms noted in insulin pump history download. The electronic assemblies were inspected and no anomalies noted. The motor was tested outside of device and passed. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. Insulin pump passed functional testing. All buttons function properly during test. No failed battery test, low battery alert, rewind anomaly, audio alert anomaly, memory anomaly or dim display noted during test. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customer stated that they had to press buttons harder to respond. The insulin pump had gave alert for failed battery tests, backlight was more dim, rewind was slower and had to reprogram settings. No harm requiring medical intervention was reported. The insulin pump will not be returned for the analysis.